Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. It was reported the patient had seen their healthcare provider (hcp) last week to test the implantable neurostimulator (ins) battery - the manufacturer representative (rep) turned the therapy off because they could not get any of the programs to work and it was noted the ins had one year of battery life left. The patient stated they were going the have the ins taken out so they could have an MRI for other health related issues. The patient was to continue to work with their hcp.

Manufacturer narrative:
Main component of the system and other applicable components are: product ID 3037, serial # (B)(4), product type programmer, patient.

Event description:
Information was received from a patient who was implanted with a neurostimulator for interstim-other. It was reported that the patient went to have an MRI of her head, which was to look at the patient's spasms/speech issue to look at the brain stem. When the patient got the MRI she was told that she needed to turn the implantable neurostimulator (ins) off. The patient got the MRI done. When the patient tried to connect up the patient programmer (pp) with the ins, the pp was showing poor communication and was not able to connect up with the ins. This started "about a month ago" in 2016. It was noted that the patient had had the implant for 6 years. The patient was going to follow up with the healthcare professional (hcp) to check the implant. The patient also asked about having an MRI of the pelvic area and mentioned that she had a myelogram for the spasms/speech issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.